Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On 09/09/2023 the customer reported that the battery cap will not stay in place because the battery threads are cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: huge missing chunk of the battery tube threads, cracks in the case on the battery tube side, faded serial number label, missing display window cover. The pump was received without a battery cap. After battery installation, a blank display was noted. After applying pressure to the battery cap, the lcd screen would display the medtronic logo, but then it would go blank once the pressure was released. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The boards were taken out of the case and inserted into a known good case. The pump was then able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report that the battery cap will not stay in place because the battery threads are cracked was confirmed during testing. The blank display is due to the loose connection between the battery cap contacts and the battery sleeve which are a result of the cracks and the missing chunk of the battery tube threads. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage near the battery compartment. Troubleshooting was performed and no harm requiring medical intervention was reported. Advised customer to discontinue the pump and revert back to hcp¿s instructions. The insulin pump was returned for analysis.